Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for evaluation. Upon interrogation, the right ventricular lead exhibited noise and the pacemaker exhibited loss of output. Noise was reproducible via isometric testing. On (B)(6) 2018, both the pacer and the lead remained implanted and inactive due to patient having a reaction to anesthesia. New pacer and lead were implanted successfully. The patient would be followed normally.